Manufacturer narrative:
The device is available for evaluation, it has not been received. Initial reporter name and address: initial reporter phone has an extension number of (B)(6).

Event description:
The event involved a 7" (18 cm) appx 0.7 ml, pressure infusion (400psig) ext set w/microclave¿, purple clamp, rotating luer where it was reported gunk in the end of the connector when opening the tubing package. It was also reported that the tubing was discolored. There was no patient involvement, no adverse event, no harm reported and no delay in therapy.

Manufacturer narrative:
The device was not received for evaluation. The complaint of black material on the luer of the male luer can be confirmed. Received one photo showing the male luer of the b3361 with black material observed on the tip of the luer. The material is not in the fluid path. As well the tubing appeared to have a brownish discoloration. The tubing was still translucent. The discoloration is consistent with the discoloration from sterilization. Slight discoloration of tubing is a normal result of the sterilization and doesn't affect the safety or sterility of the set. The probable cause of the black material is due to burnt material embedded in the wall of the male luer during the molding process in manufacturing. The device history record (DHR) was reviewed and no non conformities were found that would have led to the reported complaint. Additional information: d9 - device available for evaluation and d9 - date returned to mfg null